Event description:
It was reported that the patient experienced inflammation and seroma localized to the suture site of a rotator cuff repair. Sutures were replaced with ethibond sutures. Reaction subsided once sutures were replaced.